Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4(device expiry date) was updated based on the returned product download. Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Watermark was observed at the base of the tail indicating sensor tail was properly inserted. Data extracted on the returned sensor. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The sensor was damaged during the de-casing. Performed a visual inspection on the returned de-cased sensor, observed antenna to be removed from the pcba (printed circuit board assembly). Unable to extract data as antenna was disconnected from the pcba. Observed that the antenna had been damaged and was unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The observed damage to the antenna prevents communication with the connector and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.